Manufacturer narrative:
(B)(4). A companion sample was returned for evaluation. A batch review was conducted and there were no deviations found related to the reported problem during the manufacture of this lot. Companion sample was returned to baxter healthcare for evaluation. A visual inspection was performed with the naked eye and with a microscope without noting any issues. Leak testing, clear passage testing, clamp function testing, torque engagement testing, and integrity of seal surface testing were performed without noting any issues. A short simulated therapy was successfully performed. The reported problem of a connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a connection issue between a minicap transfer set and a non-baxter adapter. After being connected, there was space between the two devices. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.